Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch hj6979.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent total hysterectomy on (B)(6) 2014 and suture was used. Four days post-operatively, the patient experienced wound dehiscence and re-operation was performed. The surgeon opined the sutures cut the fascia. It was reported that the patient's hospital stay was extended and the patient is hospitalized.